Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: (B)(6) 2022 - customer reported fn and fp results. (B)(4) was opened to capture the fp. This pr is for the 17 fns - art neg, pcr positive. 5 of 17.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1313612. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false negative was identified. Currently no adverse trend for false negative was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false negative result. Pcr was used for confirmatory testing. There was no report of patient impact. Eua#: (B)(4). The following has been provided by the initial reporter: 21march2022 - customer reported fn and fp results. Pr (B)(4) was opened to capture the fp. This pr is for the 17 fns - art neg, pcr positive. 5 of 17.